Event description:
Reporter noted error code 201 occurred 15 minutes into a procedure to remove a dropped nucleus by emulsification with a fragmatome. Tried to use a vitrectomy probe to further reduce the size of the nucleus, but was unsuccessful. Did not want to implement troubleshooting correction due to risk of losing pressure. Procedure was stopped. A second surgery will be required to remove remaining nucleus. Prognosis reported as good.